Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump not in manufacture mode pump received with the motor immediately seating during priming sequence due to moisture damage on the force sensor. Found corrosion on the motor home switch during visual inspection. Pump passed the self test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to prime anomaly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was 175 mg/dl. During troubleshooting, the customer received an additional insulin flow blocked alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.